Manufacturer narrative:
D3 ¿ manufacturing address and d4 ¿ primary UDI number: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported problem "device failed volume", was not verified by functional and accuracy testing. The pump was slightly over delivering but within the specification range. Replaced the expulsor to bring the delivery into a more nominal range. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume testing. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.